Event description:
The patient had a full vns replacement. The hospital disposes of the device the day of surgery. The patient was complaining that the device was very ¿uncomfortable¿ when it fired. The surgical notes state that the old lead in the generator seemed to be tracking distally appears to be a comment mentioned in context of the removal of the device and that the lead was further away from the generator so the surgeon had to transect more distally as well. Based on the operating room representative's comment there does not seem to be any pre-op disconnect or issue and the comment was only mentioned in terms of location of the device. No additional relevant information has been received to date.

Event description:
Additional information was received that the popped stitch was at the neck incision and not the chest incision and therefore MFR report # 1644487-2019-01800 will house the popped stitch at the neck site. Believed cause of pulling sensation is lack of strain relief loop (not a big enough loop). No additional information has been received to date.

Event description:
It was reported from the physician¿s office that the patient reported that she popped a stitch from her incision that day. The patient¿s initial implant surgery for vns was the day prior. The stitch popping did cause the incision to open and a bit of oozing occurred. It happened over night for the patient. The surgeon did prescribe antibiotics and clipped the actual exposed stitches back. For the cause, the surgeon believes some kind of manipulation overnight, but otherwise unclear. Reported by patient, tenderness around generator and noticeably hotter to the touch. When patient moves neck, feels a pulling sensation in the neck. Device itself is in good working order and diagnostics check out fine. Both generator and lead were confirmed hp sterilized prior to distribution into the field. No additional relevant information has been received to date.